Event description:
It was reported that an implantable cardloverter defibrillator (ICD) system exhibited a high out of range pace impedance measurement of 2057 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, the patient reported hearing device tones. The patient was subsequently brought into the clinic and the device was interrogated in order to stop the tones. Boston scientific technical services (ts) discussed options with the healthcare provider (hcp), including possibly programming off the device tones for an out of range impedance measurement and increasing the impedance upper alert limit to 3000 ohms. The hcp indicated they did not want to program off device tones. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).